Manufacturer narrative:
Na.

Event description:
The customer stated that they had multiple patient samples in a row that had high ise indirect gen.2 potassium (k) results on the cobas 6000 c (501) module ¿ c501 that were lower when repeated on another module. The customer only provided data for two patient samples that had erroneous results for ise indirect gen.2 chloride (cl). The samples were repeated on a different analyzer and the repeat results were believed to be correct. The first sample initially resulted with a cl value of 119 mmol/l and repeated as 98 mmol/l. The second sample, from a male patient, initially resulted with a cl value of 121 mmol/l and repeated as 102 mmol/l. No erroneous results were reported outside of the laboratory. The patients were not adversely affected. The electrode lot number and expiration date were asked for, but not provided. The field service engineer suspected that there was a partial blockage in the sipper flow path waste valve causing it to remain partially open. This allowed potassium chloride into the electrode block during the measurement cycle. He performed an ise check and observed bubbles in the sipper flow path and potassium chloride reagent tubing. He checked all tubing and flares. He cleaned and re-seated all electrodes. He cleaned and flushed the ise sipper flow path and valve. He replaced sipper and pinch tubing. He conditioned the ise sipper flow path with activator solution. He performed a reagent prime and ise checks. No further air bubbles were found in the tubing and ise checks were successful. The customer ran patient correlations between the affected analyzer and another analyzer with all results within specification. No further high results were observed during instrument operation. The customer ran calibration, controls, and patient samples. All recovered within the customer's guidelines. The issue was determined to be resolved by the service actions.